Event description:
Phaseal infusion adapter slipped out of a bbraun 250ml while infusing chemotherapy. Diagnosis or reason for use: safety. Event abated after use stopped or dose reduced: yes. Stopped using product (B)(6) 2014. Changed type of bag from bbraun to aviva.